Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One tapered screw-vent implant (tsvb10), abutment and screw were returned for investigation. Visual evaluation of the as returned products identified signs of wear and bone residue due to usage. The reported event occurred at tissue level; the investigation was performed only on the implant. The implant could not be functionally tested for the reported failure (pain). However, measurements were taken and based on dimensional analysis and comparison to drawings, the device was determined to be within design specification when it left zimmer biomet. Device history record (DHR) review was completed for the subject lot number (1233338). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (1233338) and other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
It was reported that implant tsvb10 at tooth site 13 was removed due to pain and an absecess.